Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever, nausea, and vomiting. Treatment for the event included unspecified antibiotics ip (4 times a day). The patient was discharged from the hospital 14 days later. The cause of the peritonitis was unknown. The patient was recovering from peritonitis at the time of this report. No additional information is available. This is report 1 of 3 involved in this peritonitis event. Event details: during a call, the following was reported. On an unreported date in (B)(6) 2013, the patient experienced peritonitis manifested by fever up to 101 degrees fahrenheit, nausea and vomiting. On (B)(6) 2013, the patient was hospitalized for the event. The cause of peritonitis was unknown. N an unreported date in (B)(6) 2013, the patient began treatment with several unspecified antibiotics (4 times a day), ip for the peritonitis. On (B)(6) 2013, the patient was discharged from the hospital. Outcome: peritonitis: recovering/resolving. Medical history: end stage renal disease (esrd) and hypertension. Concomitant therapy: not reported. Causality assessment: unrelated. A search of jd edwards for suspect products shipped within two months before the incident showed the following: product code l5c4531, lot number h13h06112, h13i01046.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13h06112, h13i01046 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).